Manufacturer narrative:
An event of difficult to fold, unfold or collapse (deformation during implant) did not confirm. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, photos were received from the field and it appears to show the cobra shape. However, it could not be confirmed as there was no device deformity during the returned device analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2024. During implant it was observed that upon deployment the left atrial disc touched a cardiac structure, causing the device to take on a cobra shape. The device was re-captured and re-deployed but took on a cobra shape again. The device was removed from the patient and replaced with a new 24mm amplatzer septal occluder. Upon removal from the patient it was noted that the device deformed to a cobra shape again. The patient remained hemodynamically stable throughout the procedure. There were no angulations or kinks noted in the delivery system. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.